Event description:
The affiliate reported a customer who received a scratched on their "bare hand" when crushing the cyclesure biological indicator (bi). The customer did not seek medical attention or received treatments. The affiliate investigated the "substance".

Manufacturer narrative:
Conclusion: initial report shows that the affiliate received the sample and noted the substance that scratched the customer was a piece of glass. Asp is awaiting product return for further investigation.